Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported from the bone marrow transplant/oncology unit that before use on the patient the primary tubing set separated upon opening of the package. It is noted that there was a slight delay in care due to needing to get another tubing set. The customer states concern about potential for chemotherapy spilling in this type of event due to the "integrity of the product" and the break in sterile field potential, as well. It is also noted that there was no patient involvement.

Event description:
It was reported from the bone marrow transplant/oncology unit that before use on the patient the primary tubing set separated upon opening of the package. It is noted that there was a slight delay in care due to needing to get another tubing set. The customer states concern about potential for chemotherapy spilling in this type of event due to the "integrity of the product" and the break in sterile field potential, as well. It is also noted that there was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set separated was confirmed. A photo provided by the customer shows that the tubing was completely separated from the smartsite outlet port below the lower fitment. The root cause of the separation was not identified because the product was not returned for evaluation.